Event description:
Philips received a complaint about the v60 ventilator, indicating that the top half of the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the top half of the touchscreen was not responsive during setup. There was no impact damage to the device and the screen was clean. The customer then calibrated the touchscreen successfully. The rse confirmed assisting the customer with checking the touchscreen operation and performing a preoperational check. The customer was provided the v60 service manual for reference, confirmed resolution, and stated that they will return the device to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.